Event description:
It was reported that the customer had high blood glucose over 400 mg/dl and was receiving no delivery alarms on te insulin pump. Customer also stated the tubing connector seemed to be loose on her infusion set at times. Customer was experiencing nausea. Customer was using lancets and injections to treat. It was stated the alarm was resolved with an infusion set change. The drive support cap of the insulin pump appeared normal. The customer found air bubbles halfway down the tubing, going towards the needle. Customer stated insulin pump was not rebound with reservoir in place. She was advised to deliver a fixed prime until air bubbles were no longer visible. It was stated the insulin was not stored at room temperature, to prevent gassing out when it warms in the pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.